Event description:
It was reported patient device stored episode with rv lead noises detected as vf episode. Lead was capped and new lead was implanted. Patient was in good condition after event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead was returned in five segments for analysis. External insulation abrasion was noted at 6.4-6.5cm from the proximal end of the middle portion, consistent with lead friction to the ICD can. The etfe coating was intact at this location. External insulation abrasion was noted at 5.6-6.1cm from the proximal end of the middle portion, consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise.